Manufacturer narrative:
The report indicated that the pt underwent a (pta) percutaneous transluminal angioplasty of a shunt for dialysis on (B)(6) 2004. The info provided revealed that the shunt was moderately calcified and slightly tortuous. During the procedure, a radiofocus guidewire and a four french medkit introducer were utilized to access the site and advanced the slalom thrill balloon to the target site. Once at the site the balloon was inflated but the balloon burst at rbp. There was no reported pt injury involve with this event. Clinical impression: vessel characteristics are described as moderate calcification, and slightly tortuous. These pt factors may have contributed to the reported event. The following analysis was performed: device record review: the manufacturing route sheets revealed no anomalies that can be associated with the reported complaint. Although two other complaints have been reported for this lot number to date, they were not similar to this complaint. Conclusion: no product was returned therefore the exact cause for the reported complaint could not be determined.

Event description:
The balloon ruptured.